Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device status unknown.

Manufacturer narrative:
The event of "seroma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional, additionally reported, left side ¿wrinkled¿. And ¿around implants, there is a heterogeneous structure with liquid areas¿.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture, wrinkling and seroma was reviewed on 25-april-23. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Wrinkling: no observed wrinkling on the device. Seroma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported seroma.